Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: failure to deploy-thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after completing 3/4 of the thumb advancer deployment resistance was felt and the exchange sheath stopped splitting and began to "crumble." The physician finished splitting the exchange sheath manually and deployed the clip in the intended vessel location. The clip of the starclose se achieved hemostasis. No adverse pt effects were reported. Though requested, no additional information was provided.